Manufacturer narrative:
A4 - patient weight updated.

Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Event description:
It was reported that the ipg could not be wirelessly connected to after the patient underwent unrelated surgical intervention were the ipg was placed into surgery mode. A manufacturer rep tried to communicate/troubleshoot, but was unable to establish any connection with the ipg.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h7 - correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
A4 - patient weight updated. An inoperable pulse generator was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.